Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that there was a leak at the connection from the adapter to the supply bag (baxter extraneal icodextrin) during the dwell phase. The patient's contact stated the supply bag became loose from the adapter and fluid leaked. During the follow up the pd nurse stated the patient did not experience any adverse events or require any medical intervention. The patient continues regularly scheduled pd treatments with the cycler. The adaptor was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: plant investigation: the complaint device was not returned for analysis; however, companion samples from the distribution center were made available to the manufacturer for physical evaluation. A visual inspection was performed on four companion samples and no defects were found. A dimensional inspection and a taper test were performed on these samples and both tests had acceptable results. The four companion samples were then tested using a liberty cycler for simulated use and passed. During the simulated use test, there were no observations of leaks or disconnections of the adapters. The devices worked as intended with no noted abnormalities and no defects identified. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformance reports or abnormalities during the assembly of this lot. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Testing of the returned companion samples and review of the DHR did not reveal a probable cause for the customer complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. The reported defect of adapter leak was not able to be duplicated. Although the evaluation of the companion samples confirmed that the device functioned fully as designed and met specification, a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual complaint device. Therefore, the complaint is not confirmed.